Event description:
Related manufacturer reference number: 2017865-2023-22459. Related manufacturer reference number: 2017865-2023-22461. Related manufacturer reference number: 2017865-2023-22463. It was reported that the patient presented to hospital with infection and skin erosion at device pocket. The implantable cardioverter defibrillator (ICD), right atrial lead, right ventricular lead and left ventricular lead were explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: b1 - previously no need to check product problem section due to no malfunction.